Event description:
Complainant alleged that while attempting to charge energy to treat a pt the device's display blanked out. There were unable to determine if the device successfully delivered energy to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.